Manufacturer narrative:
The investigation found no evidence to suggest that the vitros 5,1 malfunctioned. The investigation determined a single elevated replicate vitros phyt result was obtained while performing a phyt precision test. Further troubleshooting is not possible, as the customer no longer has the phyt slide lot that was in use at the time of the event. The customer has observed acceptable performance since implementing an alternate phyt slide lot. The root cause is unk.

Event description:
The customer obtained a single positively biased phyt result while troubleshooting vitros phyt slides on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No pt results were affected, as the phyt slide lot had not been put into routine use. There were no allegations of harm. (B) (4).